Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that ophthalmic system exhibited unstable intraocular pressure (iop) intermittently during the retinal surgery. Patient details were not provided. Surgery has been completed. Patient impact has not been provided.